Manufacturer narrative:
A steris account manager arrived onsite following the reported event to inspect the surgical light. After inspecting the light and speaking with user facility personnel, the account manager determined that user facility personnel were not fully inserting the light handle cover onto the light resulting in the reported events. In-service training was performed by the steris account manager on the proper use and operation of the harmony vled surgical light specifically, how to properly install the light handle cover. No additional issues have been reported.

Event description:
The user facility reported the light handle cover has fallen off of their harmony vled surgical light on several occasions resulting in procedure delays. No report of injury.